Manufacturer narrative:
Concomitant medical products: 383069, lead, implanted: (B)(6) 2014, d314drg, crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced superior vena cava (svc) coil damage during a generator change and exhibited undefined high impedance. The rv lead svc coils were programmed off, and the rv lead remains in use. No patient complications have been reported as a result of this event.